Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is one of two submissions from the same case, the other being 1220246-2016-00098-line 153870. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. It was the opinion of the dermatologist that the migratory rash that the patient was experiencing on his legs might have been due to screws implanted during the (B)(6) 2014 surgery. A most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported that the patient had a swivelock anchor and bio-tenodesis screw implanted. Post-op, the patient was experiencing eczematous dermatitis. Follow-up investigation: patient surgery was on (B)(6) 2014 on her right shoulder. Dermatologist has reported that the patient was seen by a colleague who suggested that the migratory rash patient was experiencing on his legs might have be due to screws implanted during the (B)(6) 2014 surgery. Dermatologist states that when she saw the patient there was no rash over the surgical site. There were no signs of infection so no culture has been done. The patient is not diabetic and has no known allergies. The rash is reported to have started within six weeks of the surgery. Not known if patient is lactose intolerant. Dermatologist is seeking information with regard to the implant material composition. Patient is reported to be still having rashes but dermatologist stated that it looks like stasis dermatitis and xerotic eczema. It is moving around and responds to steroid creams. The relation to patient implants is unknown.